Manufacturer narrative:
Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported suction loss occurred after the laser fired with the patient interface (pi) on a patient's unknown eye. The procedure was completed successfully with photorefractive keratectomy (prk) on the same day.